Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing. A new one was pulled and used to continue the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.